Event description:
It was reported via repair work order that the brakes were not holding due to malfunctioned brake adjuster. Also, the side rail could unlatch during use due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.